Manufacturer narrative:
Emptying of the pump internal tubing in the wrong order occurred.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that a pump was programmed at 20cc when it was 40cc. Additionally, emptying of the pump internal tubing in the wrong order occurred. No patient symptoms were reported. If additional information is received, the event will be updated.